Manufacturer narrative:
Product analysis: analysis was able to confirm that the ventricular output connector on the external pulse generator (epg) was broken and that the lower case was broken. Analysis also noted that one bail cover was broken, one bail and bail cover were missing, and an attachment ring and cover were missing. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector and the housing was broken. The epg was returned for service. There was no patient involvement.